Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, dry rash. The patient's wife reported that the patient sweats a lot, that the patient had gained weight due to liquid retention, and that the patient had been issued a new medication. The patient was issued better fitting garments and was prescribed hydrocortisone cream for the rash. It was also reported by a field support services representative that the rash was located below the lifevest and it did not appear as if the lifevest was the cause of the rash. Follow-up indicated that the patient's skin had healed up